Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving gablofen 500mcg/ml at 94mcg/ml via an implantable pump. It was reported that the patient had withdrawal symptoms and overdose symptoms randomly. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they couldn¿t aspirate the catheter so they replaced everything. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.